Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer was having difficulty charging the pump. The customer confirmed that the charging supplies were able to successfully charge another device. In addition, the battery depleted from 90% to 5% within one day. The customer's blood glucose level was 180 (mg/dl). The customer confirmed that alternate insulin therapy was available.